Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) , alleging that his onetouch verioiq meter read inaccurately high compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist followed up with the csr. The patient alleged that his meter started to read inaccurately on (B)(6) , 2015 at 12.38 pm, when he obtained an alleged inaccurately high blood glucose result of ¿28.4 mmol/l¿. The patient manages his diabetes with a combination of medications including novorapid insulin and metformin tablets. He reported, as a result of obtaining the alleged inaccurate high reading, he administered 10 units of novorapid. He alleged, 3 hours after the start of the alleged issue, he experienced symptoms of ¿shaky and light-headed¿ and reported that he obtained inaccurate blood glucose results ¿one after another¿ of ¿9.7 and 3.2 mmol/l¿ on the subject meter. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient denied receiving any treatment for his symptoms. He alleged that on (B)(6) 2015, prior to contacting lfs, he conducted another comparison on the subject meter and obtained blood glucose results of ¿20.2 and 11.1 mmol/l¿. Based on statistical methodology, the calculated difference between these reported results falls outside lfs¿ precision criteria. The patient did not use any other meter to test his blood glucose levels. At the time of troubleshooting, the csr noted that patient had used the subject meter for ¿about six months¿ and it was set to the correct unit of measure. The patient was using correct test strips and these had been stored correctly/had not expired. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurately high blood glucose reading on the subject meter, administered medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.